Manufacturer narrative:
As received, a partial lead was returned in two pieces. On the connector piece, one lead-to-can external insulation abrasion breaching ring electrode cables lumen was noted. On the distal piece, five internal insulation abrasion breaching ring electrode and right ventricular cables lumens were noted between right ventricular and superior vena cava shock coils. The right ventricular and the ring electrode cables etfe coatings were intact and the inner coil was not exposed in these abrasion regions. Other damages found on these two pieces were consistent with procedural damages. Electrical tests did not find discontinuities or shorts on any conduction paths.

Event description:
During follow-up, diagnostic imaging confirmed right ventricular lead externalization. The lead was explanted and replaced. The patient was in stable condition.